Event description:
On (B)(6) 2012, pt reported, the infusion device display is partial and missing approx 50% of the segments. This was first notice 6 months ago. He has changed the battery multiple times, but this has not resolved the issue. The infusion device was not dropped. Pt reported some of the missing segments are in the area that displays the insulin delivery amounts. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care progressional or second party to address the issue.